Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device will not power on correctly. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with cracked return tube. The customer stated problem was duplicated. The blue wire connected to fuse holder was loose. Tightened blue wire connected to fuse holder and cycled power a few times to verify proper operation. Remove and replace return tube due to it being cracked. Replace o-rings as preventative maintenance. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Additional information received via email 16-sep-2022. No patient involved. Event occurred during setup.

Manufacturer narrative:
Other, other text: no patient involvement. (Updated b5).